Event description:
It was reported that the patient had pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.